Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 5-jun-2018 with the following findings: during the investigation, the pump powered on with the returned battery cap to a vibration alert; however, no audible tone was present. Unrelated to the original complaint the battery compartment was found to be cracked. A base crack was also observed between the case seal and the keypad. The pump¿s casing was removed, and the piezo contact was found to be misaligned. Investigators realigned the contacts and an audible tone was emitted at power-up and during alarm sequences.